Event description:
It was reported that a gap was identified between the transfer set and twin bag after connecting. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected sample was received for evaluation against the reported condition of a connection issue. This device was visually and functionally tested (clamp, clear passage, leak) per product specifications. These testing methods were unable to confirm the reported condition, as the device functioned within the desired specifications. Should additional relevant information become available, a supplemental report will be submitted.